Event description:
According to the reporter: the bag was inserted, and while trying to place the specimen inside the bag, the bag tore where the shaft met the ring, then while cinching the bag, the string broke. Surgeon was able to keep the kidney in the bag and retrieve it. No parts broke in the pt. No delay in operating room time. No bleeding or pt injury reported.

Manufacturer narrative:
(B) (4). (B) (4).